Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the recharger is not charging the implant, controller will not recognize the recharger plug into the controller. Patient services (ps) asked patient to check the recharger (rtm) for damage and patient said there is no damage on the recharger but the recharger does get warm. Controller showed 90% charged and ins orange, need to charge ins. While on the call the controller showed replace controller batteries. Patient mentioned ins was low last month, but she was able to charge the ins. The issue was not resolved. Pt called back stating they received their rtm replacement, however they were unable to get their ins to charge with the rtm; pss confirmed that pt was using new rtm replacement pt said that their controller battery was at 90% and their implant battery said to "recharge" and was in the orange/red. Pt mentioned that they turn their stimulation off at night and during the call, the pt turned their stimulation back on. Pss had pt initiate charging session with their ins. Pt was not able to get past "checking the recharger" screen. Pt stated that they have a lot of scar tissue, so they have difficulty finding the implant; pt stood up and repositioned the rtm paddle over their implant. Pt mentioned that they have difficulty reaching their implant with their left hand and when they use their right hand to hold the rtm over the ins this was uncomfortable for their shoulder. Pt was able to get to normal recharging screen with "excellent" charge quality. Pss advised pt to charge their implant and to call ps back if they had any other issues with charging. Pt mentioned that they have an upcoming dr. Appt on the 15th and that they had groups a and b and group c was added. Pt also mentioned that about a month ago they let their implant battery run down and they had to sit for about an hour recharging the implant before the implant battery went up to 30% and started to charge.